Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer switched to multiple daily injections (mdi) as a backup therapy, was instructed on how to store the pump, and was asked to return the malfunctioning pump to tandem using a pre-paid label within ten days.